Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to detect a battery as the power source was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure event when disconnected from an ac power source and failed to operate while using its battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed for an engineering investigation. Review of the device logs found a "total power failure" event recorded in the device confirming the reported complaint. Internal inspection of the returned device found debris of broken device components due to physical damage which caused a short in the main circuit board (pcb). Based on all evidence, the investigation determined that the reported "total power failure" was due to physical damage to the device. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure event when disconnected from an ac power source and failed to operate while using its battery. There was no patient injury reported as a result of this incident.